Manufacturer narrative:
.

Event description:
The reporter stated that the haptic of an eyeonics lens was torn upon insertion. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. It was determined that the likely cause of the iol damage was due to the msi-pf injector, plunger override and a loading error. The patient's prognosis is good.